Manufacturer narrative:
A review of stored data found that there appears to be no interaction with a separate programmer. During the last programmer session on (B)(6) 2017, a corrupted telemetry command from noisy telemetry was processed by the device and interpreted as a command to disable the beeper function.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this device was implanted on (B)(6) 2017. According to the summary report, the beeper function was on. The following day during the pre-discharge check, the beeper function was off. The local representative navigated via the programmer to the beeper function screen and test beeper provided audible tones. The beeper function was programmed back on. Ts requested that the local representative upload sd card data for analysis. The local representative commented that latitude communicator set-up was done just after implant. Latitude latest device transmission was checked and occurred on (B)(6) 2017. The beeper function is currently disabled. This was prior to the pre-discharge check which also said to have shown beeper disabled which was not indicated on the summary report after implant. The local representative was going to attempt to upload sd card data next week.